Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 492070, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received results of 481 mg/dl & 289 mg/dl on the aviva combo system (system 1), along with a result of 200 mg/dl on the compact plus system (system 2) within 10 minutes. Customer took 30 units of humalog u100 insulin between the reading of 481 mg/dl and the reading of 200 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.